Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in an unspecified vessel, a syringe was used to inflate the foxcross balloon and rupture occurred at unspecified pressure. No adverse pt effects were reported. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.